Event description:
Per the clinic, the patient experienced an extrusion at the implant site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.